Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: 13dec2019. Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complainant returned one prior to use and one unopened catheter. For both catheters, the catheter tubing did not pull through the cap when tugged on, and did not rotate within the cap when twisted. The distance between the cap and the hub were measured for both devices and both were determined to be within specification. A leak test was performed, and only the prior to use device leaked. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The instructions for use (IFU) supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot and related subassembly lots revealed no reported nonconformances. A review of complaint software revealed two other complaints from the complaint lot at the time of investigation. Based on this information, there is evidence that nonconforming product exists out in the field. Based on the information provided, inspection of the returned product and the results of the investigation, it was concluded that a manufacturing and quality control deficiency possibly contributed to this incident. Corrective actions including implementation of a gap gauge and retraining were performed. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: agent. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for an unknown procedure. Prior to patient contact, the operator flushed the catheter with saline and found leaking of the saline at " the hub of the drainage catheter." Another, similar device was flushed and again leakage at the hub was noted. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.